Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found in specification during testing and the system error 345 was not reproduced. The upstream and downstream thermistors were found within specification. A review of the event history log identified 'system error 345' messages which verifies the reported issue. Evaluation replaced the ultrasonic sensor as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.